Event description:
A physician reported that during surgery, an ophthalmic system cutter was not working. Procedure details and patient impact have not been provided.

Manufacturer narrative:
The company representative was able to replicate the reported event. The component valve of the pneumatics module was subsequently replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to nonconforming component valve of the pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in section d.4. The manufacturer internal reference number is: (B)(4).